Event description:
During robotic mitral valve repair, the cardiovations endoclamp balloon ruptured, which enabled the heart to start beating again and the patient's blood pressure started increasing. The case had to be converted from robotic to a minimally invasive incision for the completion of the mitral valve repair. It was felt possible that the md may have punctured the balloon during the procedure.the patient had some complications post operatively: pneumonia secondary to atelectasis, poor expansion of the right lower lobe and atrial fibrillation, but improved gradually and was discharged to rehabilitation approximately ten days later.